Manufacturer narrative:
The pump was disposed of and will not be returned for evaluation.

Event description:
A 62 year old female with a history of coronary artery disease was supported with a direct surgical impella 5.5 (sn (B)(6)) implanted on (B)(6) 2026 for postcardiotomy cardiogenic shock while also on central ECMO with systemic anticoagulation. On (B)(6) 2026, the purge pressure abruptly doubled from the 400 mmhg range to approximately 800 mmhg without changes to the pump performance level. In accordance with hospital protocol, tpa was added to the purge solution to address the elevated purge pressure. The device continued to function until it was surgically explanted on (B)(6) 2026, and the patient survived the removal procedure. Final device analysis is pending return of the pump. This event is considered reportable because the significant increase in purge pressure required medical intervention that could have caused or contributed to a serious injury.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.